Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with 625cc mentor smooth round moderate profile saline breast implants experienced bilateral capsular contracture postoperatively, baker grade ii on the left and grade iii-IV on the right. Capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent explantation and replacement with 800cc smooth mentor memorygel breast implants, catalog # 3508004bc, on (B)(6) 2021. This medwatch report is for the left-sided implant.